Event description:
This case reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion for a period of 20 years. A physician or other healthcare professional has not verified this report. Approx 20 years prior to this report (date unspecified), the pt started super poligrip original denture adhesive cream, dosing unspecified. Approx one year prior to this report, the pt experienced neuropathy. The pt stated that she has been using super poligrip original twice daily for the past 10 years, which was considered to be drug maladministration. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).